Event description:
It was reported by the clinician that the catheter was being placed in the pt's internal jugular in the ER. During removal of the spring wire guide (swg) they encountered difficulty and the swg separated. At which time, the swg was surgically removed from the pt. There were no pt complications reported. Add'l info received on 12/08/2009 by the sales rep stated that there are no further details available at this time.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.